Event description:
Robotic paraesophageal hernia repair preparation was underway. After purging the catheter there was an error code saying the catheter failed. The same thing happened with another catheter from the same box. The entire box was retired. A new catheter and syringe were opened and used without issue. Reference report mw5164783.